Event description:
Pt who experienced a fall while on a cruise was implanted in (B)(6) by an unk surgeon in approximately (B)(6) 2011. Pt was referred to another surgeon in (B)(6) 2011 as pt was experiencing moderate pain and poor range of motion. Pt was treated with physical therapy and pain management until (B)(6) 2011 and there was improvement noted in pt's condition. Pt returned to surgeon in (B)(6) 2012 and was again experiencing moderate pain and poor range of motion. X-rays were taken on an unk date and surgeon determined there was rotator cuff insufficiency. Pt was returned to operating room on (B)(6) 2012 for explant of epoca hardware, pt was revised to depuy delta reverse shoulder implant. This is 1 of 3 reports for this event.

Manufacturer narrative:
The raw material and device history records were reviewed and all were found to meet specification. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.